Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: code b20: device remains implanted, and no images were provided; therefore, direct product analysis was not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, a patient with pancreatic cancer underwent treatment utilizing a reduced profile gore® viabahn® vbx balloon expandable endoprosthesis (vbx device/stent) for reconstruction of the visceral vessels specifically in the celiac/hepatic artery. It was reported that during a procedure, the 8 mm x 29 mm vbx device/stent dislodged from the balloon. A 7fr sheath (unknown brand) was used to advance the vbx device/stent over a 0.35" rosen wire. The vbx device/stent reached the target treatment site. At this time, the physician decided to withdraw the 8 mm x 29 mm vbx device/stent and it was set aside. A 6 mm x 29 mm vbx device/stent was advanced and deployed successfully. The initial 8 mm x 29 mm vbx device/stent was advanced again and placed proximal to the 6 mm x 29 mm vbx device/stent. At this time, it was realized the 8 mm x 29 mm vbx device/stent had dislodged from the catheter, and it was found on the guidewire. The vbx device/stent was in a position where the physician was able to insert a 4 mm balloon through the constrained 8 mm x 29 mm vbx device/stent. The vbx device/stent was then deployed in the hepatic vessel. It was reported there was no major branch vessels coverage. The procedure was completed with two additional 9 mm by 29 mm vbx devices. As reported, the physician was unsure what caused the vbx device/stent dislodgement. The patient was treated with a stent in the interventional radiology suite. It was reported that after the stenting procedure, the patient was taken to the or for further treatment that was unrelated to the stent procedure. Reportedly, the patient expired while in the or. It was reported the physician stated the vbx devices did not cause or contribute to the death of the patient.

Manufacturer narrative:
On march 5, 2025, further details were provided concerning the patient's cause of death, which were identified as hemorrhage and cardiac arrest.

Manufacturer narrative:
Corrected data: section g3/g4 entered 510(k) number. Engineering evaluation: the primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the complaint could not be established with the available information.